Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: investigation site: customer quality (cq) zuchwil selected flow: device interaction/functional. Visual inspection: the pfna blade and the protection sleeve were received in jammed condition. There are strong stress marks all over the blade visible. The anodized layer is worn away at all damages, which indicates that they were caused post-manufacturing. The protection sleeve has excessive marks of heavy hammer blows on the shaft and the head piece. Functional testing: a functional test is not possible as the devices are totally jammed, a removal of the blade is impossible. The jamming is clearly caused by an incorrect insertion of the blade. The citrus shape of the blade is not aligned with the citrus shape of the protection sleeve bore, which did finally lead to the complained malfunction. Investigation conclusion: the complaint is confirmed as the blade is jammed in the protection sleeve as complained. The malfunction can be traced back to an incorrect insertion of the blade as the citrus shape of the blade is not aligned with the citrus shape of the sleeve. It looks like the blade was first fully inserted and then removed again while it was not guided by the nail and sleeve citrus shape anymore. Without this guidance it was possible to insert the blade in a offset position into the sleeve during the removal. In this relation the pfna surgical technique 036.001.143 dsem/trm/0714/0132(7) 08/17 can be mentioned. Based on that the remove pfna blade step on page 72 should be followed when a blade need to be replaced. Based on this step the protection sleeve is not used to remove a pfna blade. The removal is made with the extraction screw part 03.010.411. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. The root cause was identified during the performed cq evaluation and therefore the in the investigation flow listed remaining investigation steps are not required. Device history lot: part number: 356.818, lot number: l336436, manufacturing site: bettlach, release to warehouse date: may 4, 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the tfna blade became stuck in the trocar during an unknown procedure. The surgeon applied force with a hammer to the trocar. The blade could not be removed from the trocar. No fragments were generated. There was a five (5) minute surgical delay. The procedure was completed successfully with a new trocar and blade. No adverse patient harm was reported. Concomitant device reported: unknown hammer (part # unknown, lot # unknown, quantity 1). This report is for one (1) protect sleeve 16/11 f/pfna blade this is report 2 of 2 for (B)(4).